Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported that his cycler alarmed for a balloon valve leak. He found fluid leaking from the cycler and reported that the cassette had a hole in it. He had not completed treatment. He was advised to discontinue using the cycler and to contact his pd nurse. The set was discarded. During follow up the pt's pd nurse reported that he did not have any signs of infection. He was not treated with any antibiotics. When she last spoke to him he was completing treatments as expected but noted he has mental illness and a history of non-compliance with treatment. No adverse event reported at this time.